Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room with presyncopal symptoms. The ventricular lead exhibited high capture thresholds. The lead was capped and replaced on (B)(6) 2016. The procedure was completed successfully without adverse consequences to the patient. The patient condition was stable post procedure. The patient would continue with routine follow-ups.